Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a flo-gard infusion pump with a battery low alarm was confirmed during product evaluation. This condition was caused by a defective main battery. The main battery was replaced to correct this condition. A service history review was performed revealing there have been previous reported problems with this device that are the same as or similar to the reported condition. During previous service, the battery was replaced. Baxter discontinued service and ceased all design related support on flo-gard (B)(4) and (B)(4) in the u.s. Region as of (B)(6) 2010. Baxter continues to support the product in (B)(6) and will do so until parts remain available. Baxter will continue to collect product complaints, but periodic monitoring/trending and analyses of the u.s. Complaints for product improvements will no longer be required. However, baxter will continue to monitor and report on death and serious injury (dsi) events to assess the impact on patient safety.

Event description:
A baxter service technician discovered a flo-gard infusion pump experienced a battery low alarm. This problem was identified during service and interrupted delivery as the pump was being tested. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.